Event description:
We received an allegation of questionable results for 4 patient samples tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on a cobas c 303 analytical unit. Discrepant results were provided for 2 patient samples. Patient 1 initial result was 6.46%. The repeat result was 5.86%. On (B)(6) 2023 patient 2 initial result was 10.5%. The repeat result was 7.81%. The repeat results were believed to be correct.

Manufacturer narrative:
The c303 analyzer serial number was (B)(6). The customer stated calibration and qc were acceptable. The field service engineer (fse) replaced the sample probe and adjusted the reagent and sample probes. The customer has not had any additional questionable results. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification was updated. Sections d1, d2a, d2b, d4, g1 and g4 were updated. The a1cx3 reagent lot number was 715060 with an expiration date of 31-aug-2024. The investigation determined the service actions resolved the issue.